Event description:
It was reported that customer experienced continuous glucose monitor error code 42 while using sensor and pump. There was no reported adverse impact to the customer. Customer contacted technical support, was guided through complete pump reset, confirmed that error did not recur after reset, and successfully started new sensor session; no additional information was received regarding any further outcomes.